Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from june 2022 to july 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) leads. The both leads were surgically abandoned, and the plan was to place a new implantable lead in the ra port. When the new implantable lead was placed in the rv port, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and a new pacemaker connected to the new leads without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. -- the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from june 2022 to july 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from (B)(6) 2022 to (B)(6) 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) leads. The both leads were surgically abandoned, and the plan was to place a new implantable lead in the ra port. When the new implantable lead was placed in the rv port, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and a new pacemaker connected to the new leads without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from (B)(6) 2022 to (B)(6) 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) leads. The both leads were surgically abandoned, and the plan was to place a new implantable lead in the ra port. When the new implantable lead was placed in the rv port, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and a new pacemaker connected to the new leads without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population. Correction to h7: updated to recall/removal.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from june 2022 to july 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. -- the product has been received for analysis. This report will be updated upon completion of analysis. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed crosstalk oversensing of atrial signals on the right ventricular (rv) channel, however there was no pacing inhibition. Additionally, a signal artifact monitor (sam) episode was stored due to minute ventilation (mv) signal oversensing. Over the past year, r-wave amplitudes varied and were as low as 1.8mv. The health care professional (hcp) mentioned that sensitivity was recently reduced to 1mv as the physician believed the device was overpacing. Review of device data revealed 7% rv pacing from june 2022 to july 2023, and 3% rv pacing was noted since the change in rv sensitivity. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) leads. The both leads were surgically abandoned, and the plan was to place a new implantable lead in the ra port. When the new implantable lead was placed in the rv port, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and a new pacemaker connected to the new leads without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. No additional adverse patient effects were reported. The pacemaker was returned for analysis.